Manufacturer narrative:
An ocd field engineer (fe) arrived on site and observed the probe was bent. Fe replaced the probe and performed all adjustments. Fe verified camera adjustments. Repairs and adjustments have returned this instrument to expected operation. (B) (4)

Event description:
The customer reported that the provue reported a negative result on a sample that tested positive for the tube method and manual gel method. A false negative result in forward typing may lead to misclassification of a patient's abo group. This has the potential to lead to transfusion of abo incompatible blood.